Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the present extraction screw was checked for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The investigation of the complaint article has shown that a part of the tip at the threaded end is broken off. It is likely that the extraction screw was broken due to mechanical overloading during use. Exceeding applied mechanical force, well beyond its calculated design may have caused the breakage of the tip. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the threaded end of the extraction screw broke. This report is for 1 of 1 complaint (B)(4).